Manufacturer narrative:
(B) (4). The driver was returned for evaluation. Approximately 4mm of the tip was broken off. The fracture surface analysis revealed a fairly brittle fracture surface and circular material flow consistent with torsional overload during usage. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that he surgeon was attempting to get the crosslink off the rod when the tip of the driver broke during use. The surgeon was not using the holder with the driver. The surgeon was able to retrieve the broken piece. The surgeon attempted to use a second driver which resulted in a bent tip. The surgeon had to use a burr with a carbide bit to break to crosslink off the rod. The case was delayed approximately 30 minutes. No patient complications were reported.